Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was associated with a 'check right ventricular (rv) lead' message. The health care professional (hcp) reported that they were unable to uncover any lead performance issues. The patient will continue to be monitored. There were no adverse patient effects reported. The lead remains in service.